Event description:
Insertion difficulty: "unable to establish IV. Attempted io without success." (B)(4).

Manufacturer narrative:
The user reported that "it felt like there was no resistance. No spring. Just like the needle got pushed out with the device." The device wasn't returned, so no further investigation could be conducted. Discussions with the ambulance service from where the incident occurred demonstrated that it was a training issue. All staff were retrained by their internal training department and successful use of the device was achieved thereafter. No other complaints were received from the same batch.